Event description:
It was reported that the patient presented to the hospital for scheduled pacemaker lead extraction procedure. The procedure was scheduled to address a number of inadequate pacing issues primarily due to the patient¿s tortuous anatomy. There was a slight rise in the right ventricular pacing threshold and capture issues reportedly because of the left bundle pacing (lbp) lead and the patient¿s anatomy. There were no allegations of product malfunction. On (B)(6) 2025, the lead was explanted and replaced with a left bundle branch pacing lead. There were no adverse consequences to the patient and the patient remained in stable condition. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).